Event description:
It was reported that the stylet could not be inserted into the lead. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and used for analysis. The primary analysis results revealed that no anomalies were found. There was blood in/on the helix mechanism. It was also observed that the stylet does not go into the electrode.